Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 -9.5d implantable collamer lens into the patient's right eye (od) on (B)(6) 2023 due to low vault. Lens exchanged on (B)(6) 2024 with a longer length lens and problem was resolved. Cause of event was reported as unknown.